Event description:
The customer reported that the m8105at monitor shows a message of speaker malfunction. No patient or user harm was reported. The speaker was out of sound during the boot sequence and not in use for monitoring a patient.